Event description:
It was reported by a surgeon that the gray plastic tip on the jaws of the ligasure atlas was separating. The device continued to function appropriately. But the plastic on the jaws became separated. Manufacturer response for laparoscopic tissue fusion instrument, ligasure atlas (per site reporter). A field representative went to hospital to pick up the device for failure analysis. The field representative also volunteered to spend some time with this particular surgeon to hear and address their concerns.